Manufacturer narrative:
Results: the pet lock was broken; the penumbra smart coil (smart coil) pusher assembly was kinked approximately 35.5 and 39.0 cm from the distal tip; the embolization coil to the smart coil was detached from its pusher assembly. Conclusions: evaluation of the returned device revealed that the pusher assembly was kinked. If the device is improperly manipulated at extreme angles, damage such as this may occur. A kink in the pusher assembly will cause friction between the pull wire and the inner lumen of the pusher assembly. The observed kink in the pusher assembly likely contributed to the difficulty detaching the embolization coil. The detachment handle mentioned in the complaint was not returned to penumbra for evaluation. The embolization coil to the smart coil was not returned for evaluation. Penumbra coils are 100% visually and functionally evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the superior hypophyseal artery using penumbra smart coils (smart coils). During the procedure, the physician deployed a smart coil into the aneurysm, then inserted the proximal end of the smart coil pusher assembly into the penumbra smart coil detachment handle (handle) and attempted to detach the coil. Upon inspection of the black alignment zone, the physician noticed that there appeared to be a small gap about 2-3 millimeters. However, under fluoroscopy, the physician verified that the smart coil was still attached. Therefore, the physician made four additional attempts to detach the coil until the gap on the black alignment zone appeared normal and he was able to verify under fluoroscopy that the coil was detached. The procedure was successfully completed using additional smart coils and the same handle. There was no report of an adverse effect to the patient.